Event description:
Boston scientific received information that the patient with this device passed away due to cardiac arrest; date of death and model/serial of the device remains unknown. While there were no allegations of device malfunction as a cause or a contributor in the patient's death, the device was unable to be interrogated post-mortem and was reported as being returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header showed a hole in lv- tip and lv- ring sealplug: all other sealplugs were intact and no other anomalies observed. The battery status of the returned unit was measured as good, with a magnet rate of 100 ppm. Daily impedances during the past year were all within a normal range. Returned product analysis failed to evidence any issues with the telemetry function and an interrogation was successfully completed during analysis testing. Additionally, a series of electrical tests were also performed, and again, normal device function was observed. The device has been archived as meeting specifications, with no issues observed during laboratory analysis.

Event description:
Subsequently, the device was returned for analysis.

Manufacturer narrative:
Should the unit be received, analysis will be completed. At this time and with the known information, our investigation is complete. This investigation will be updated should further information be provided.